Manufacturer narrative:
It was reported the two screws of a growing rod construct (using marvel 4.75mm rods) had loosened over time and needed to be replaced with larger 6.5mm screws. No part or imaging was provided for evaluation. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that a revision was needed to replace creo 4.75 threaded screws that were found loose post operatively. This event occurred in the united kingdom.